Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to urethral erosion. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to urethral erosion. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.